Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2021, a pump module was programmed to infuse 1l of dextrose 5% which was administered at 60 ml/hr. The infusion was started at 1007 and when the clinician went into the room at 1150 it was noted that the bag was empty. A second rn confirmed no holes were found in the tubing or bag. The patient's vital signs were: temp 97.8f, 69 hr, 18 respiratory rate, 100% o2 saturation, bp 89/57 (baseline), 99 for pain. A fingerstick from the patient was "273" and the patient had been hypoglycemic due to appetite. The patient was administered 6 units of regular insulin per sliding scale order. The patient had no other adverse side effects. There was patient involvement and harm.

Event description:
It was reported that on 12/12/21, a pump module was programmed to infuse 1l of dextrose 5% which was administered at 60 ml/hr. The infusion was started at 1007 and when the clinician went into the room at 1150 it was noted that the bag was empty. A second rn confirmed no holes were found in the tubing or bag. The patient's vital signs were: temp 97.8f, 69 hr, 18 respiratory rate, 100% o2 saturation, bp 89/57 (baseline), 99 for pain. A fingerstick from the patient was "273" and the patient had been hypoglycemic due to appetite. The patient was administered 6 units of regular insulin per sliding scale order. The patient had no other adverse side effects.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.